Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise oversensing resulted in an inappropriate mode switch. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.